Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) unit had starting failure no 6 and battery maintenance required in socket 2 without activation. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.